Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would not charge the pump. The pump was able to be charged using an alternate charging cable. There was no patient involvement, as the issue occurred during setup of the pump and it had not yet been used by the customer at the time of the reported event.